Event description:
It was reported there was a revision surgery to replace a creo locking cap that had loosened and 2 subsequent rods breaking post operatively.

Manufacturer narrative:
The device was not returned for evlauation. Imaging provided shows both left and right rods had fractured between l4 and l5, as well as one of the l4 locking caps had dissociated from the construct. The exact cause of the reported issue could not be determined.